Manufacturer narrative:
A trumpf medical service technician inspected the light system and found the the retaining segment groove was worn. This allowed the monitor bracket to descend below the spring arm's stop. The service technician replaced the flat panel bracket and the device operated as intended.

Event description:
The flat panel bracket of a trumpf medical surgical light began to separate from the spring arm, allowing it to freely rotate beyond the stops.